Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedances. The leads remain in use. No patient complications have been reported as a result of this event.